Event description:
It was reported that the ilet user requested a factory reset after realizing they had been announcing meals as ¿less than usual¿ from initial use rather than first establishing their ¿usual¿ meal size, and they believed this led to excess insulin delivery and suboptimal pump performance. Symptoms included concern for potential over-delivery of insulin without reported adverse clinical effects. Outcomes included user education and referral for additional training, as well as transfer to a partner organization to assess the appropriateness of a factory reset. Investigation included troubleshooting and education focused on meal announcements and system optimization, with case transfer for further evaluation. Investigation of this case revealed user setup and use error related to incorrect meal type selection, with no device component malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error in meal announcement configuration.